Event description:
The customer reported that the shaver handpiece could not be controlled by the handpiece buttons or by the foot control and that the device activated on its own. No injury was reported.